Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer via a company representative receiving morphine 30mg/ml at 7.4mg/day via an implantable pump. The indication for use was spinal pain. The patient¿s medical history included smoking. Approximately one and a half months ago the patient¿s pain increased dramatically. The patient stated they had a dye study but the patient was unaware of the results. The patient was referred for a revision. The intervention was reported as pump and catheter replacement per the surgeon. The pump was replaced and the catheter tip was left in the intrathecal space and tied off. As of the date of the report it was unknown if the issue was resolved. The patient¿s status at the time of the report was noted as alive, no injury. The results of the dye study, clarification for the pump replacement, device issue or therapy issue and the outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis determined the catheter body was partially occluded with dried blood, drug or foreign material. The occlusion was able to be broken loose. Reference regulatory # 3004209178-2016-00265 for the analysis of the related pump. Conclusion code is no longer applicable. Conclusion code updated.